Event description:
It was reported that pump experienced malfunction alarm labeled malf 5, with no notable events occurring before the issue, and customer¿s blood glucose rose to a high level displayed as ¿high¿ on device. Customer treated high blood glucose by giving correction injection using multiple daily injections and did not require emergency assistance, although normal help from another person was mentioned. Technical support provided instructions to reset pump and assisted customer with performing pump reset, and no additional information was received regarding the final outcome of the event.